Event description:
The company was informed that the recipient's device will be explanted in order to perform MRI procedure. The recipient reportedly has a tumor and is experiencing poor performance with use of the implanted device. Revision surgery will be scheduled.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will no longer be explanted. The recipient underwent MRI procedure after removal of the internal magnet, without any complications. The recipient remains implanted. This is the final report.